Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.